Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the overlay/bezel assembly was replaced and calibrated. It was also noted that the system fan was noisy, and both keyboard hinges were broken.

Event description:
It was reported that the stylus pen for the programmer was unable to be calibrated despite multiple pen changes and recalibrations. It was also noted that it was difficult to navigate screens. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).